Event description:
It was reported by service report that the buttons on both side rails were not working and the backrest would not go all the way up. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail buttons, fowler cylinder.